Event description:
It was reported that the rear rotation number and the rear base is melted and affecting the functionality. There have been no pt consequences reported and cases have been completed.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.